Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that there were deviations or deficiencies concerning reprocessing of the scope. The customer confirmed that there were no suspected patient infections due to the facility findings. Steps taken during the pre-cleaning and manual cleaning process were not provided by the customer. For automated endoscope reprocessor (aer) treatment, an advantage plus machine is used with intercept detergent and rapicide a+b (disinfectant). The scope is dried using a dry process of aer/ wd and stored in a drying cabinet. The customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the concentration and expiration date of the disinfectant was controlled. The customer confirmed that the water quality of the rinse water was filtered and controlled. The customer confirmed that the water filter was not replaced periodically in accordance with the instructions for use (IFU). Due to the above information, medical device problem code 1091: device reprocessing problem has been added to reflect this additional finding. B5: updated to reflect the date initial positive results were obtained from the facility. B6: updated with the positive culture results provided by the facility. D8, d9 and h3: updated to reflect when the product was received and that there were no indications of third-party repair. H4: updated with the manufacturer date of the device. The device was returned to olympus for evaluation, during the evaluation it was discovered that the plastic distal end cover was chipped. It was also observed that the glue of the bending section cover was separated. It was also observed that the grip unit was shaved. It was observed that the electrical connector unit in the connector was corroded. It was also observed that the angulation was low. Additionally, it was observed that the play knob did not meet the standard value. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation as well information received from the user facility. The evaluation of the device has been completed. It has been over 12 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The root cause of the positive culture event could not be determined however, based on the results of the investigation, it is likely that one of the following led to the malfunction: a) water filters of aer were not replaced periodically in accordance with instructions for use (IFU) which is indicative of a reprocessing issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was sent to an independent laboratory for culture testing. The device tested negative for microbial contamination (undetected). The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope tested positive for unspecified microbial contamination. The issue was found at reprocessing during a routine culture of the scope. The user did not report any patient/user harm or injury reported due to the event.